Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel resulting in inappropriate anti-tachycardia pacing (atp). Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (the lead remains implanted but out of service), and a new lead was implanted. Besides intervention, no other adverse patient effects were reported.